Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the staples didn't deploy completely. A new device was opened and the operation completed. There was no reported pt consequence.